Event description:
It was reported that the customer bumped against a baggage cart and the insulin was dropped to the ground. It was stated that the back panel cracked, and the black piece of the plastic housing came off, as well the wires were exposed. Advised that the customer should revert to back up plan. The caller also mentioned that the infusion set was ripped and the belt clip was broken when the device fell. No further information was provided.

Manufacturer narrative:
The insulin pump was received with cracked end cap, cracked battery tube threads and scratched lcd window. Unresponsive buttons noted due to unlocked lcd connector.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.